Event description:
It was reported that the patient presented for an implant procedure. During the procedure, when the nurse advanced the guidewire over the left ventricular (lv) lead, the guidewire went through the side of the lv lead as the lv had insulation damage. The lv lead was not used and replaced during the procedure. The patient was stable throughout.